Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the batteries died from an ltv 1200 during a patient transport. There was no patient harm reported associated with the event. The respiratory therapist had to switch to manual ventilation.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection found no visible defects, damage or contamination. The uut (unit under test) state of charge was tested and found to be 13.069 vdc (volts of direct current). The uut was charged for 8+ hours and tested in accordance with the listed procedures. The uut was found to alarm bat low after 18 minutes of operation; then after 4 minutes to alarm bat empty, then after 10 minutes to shut down and reset for a total runtime of 32 minutes. The uut failed as runtime should be ­> 60 minutes. The root cause to be determined by the supplier if a trend is identified. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available